Event description:
Reporter alleged that the inform meter had melted and burned contacts. No actions were reported taken or treatment received. No adverse event reported. The suspect device was returned and replacement product was sent.

Event description:
User related. It was reported that "sales rep noticed that the implant had expired on 12/2006 after doctor benivades had implanted it and reduce the fracture. Sales rep explained to dr (B) (6) that the implant was expired. Dr (B) (6) asked what the expiration date was. Sales rep stated that it was 12/2006. Dr (B) (6) stated that he was not going to worry about it."